Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a female patient that a cup burst during use. The patient noted that her contact lenses were damaged; one was in pieces, the other shriveled up. No injury occurred. The manufacturer is implementing corrective actions to prevent recurrence of this event.